Manufacturer narrative:
The customer reported that the cannula dislodged from the infusion site. No damages or defects were observed that would cause the cannula to dislodge. The exact cause of the reported symptom could not be determined. Data downloaded from the device returned an 0x40 alarm, indicating the rotational sensor max open count was exceeded. During the rerun, it was noted that the ratchet gear was not advancing and the hook talons were slipping over the teeth. The device rerun continued until it produced an 0x5c alarm during the priming sequence. Inspection found no damages or defects that would contribute to the hook talons failing to detent the ratchet gear.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 24.3 mmol/l (437.4 mg/dl). The pod was worn between 1 and 4 hours on the abdomen. It was noted that the cannula dislodged from the site. Hyperglycemia treated with manual injection.